Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled ii device. As it was stated, the peripheral seal on the lighthead was missing. The device was repaired and released to the customer. There was no injury reported however we decided to report the issue in the abundance of caution as any parts falling into the sterile field might be a source of contamination. The company representative, who visited the site, confirmed the alleged issue. It was established that when the event occurred, the surgical light did not meet its specification as missing peripheral seal could be considered as technical deficiency. The device contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. A missing seal is indicated by our product experts to likely be caused by improper maintenance of the device, however due to limited information, despite our best efforts, it was impossible to confirm a more exact root cause of the issue. The product powerled ii user manual IFU 01811 en includes an information to daily check the device for any issue with the lighthead gasket. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time. Corrected data: additionaly the purpose of this submission is solely to provide a correction of describe event or problem section. This is based on the result of an internal review noting the report was incorrectly submitted with incorrect date. #b5 previous: "on (B)(6)2020 getinge became aware of an issue with one of surgical lights. As it was stated, seal was missing. There was no injury reported however we decided to report the issue in abundance of caution as any part falling during procedure or into sterile field may lead to contamination." Corrected data: "on(B)(6)2020 getinge became aware of an issue with one of surgical lights. As it was stated, seal was missing. There was no injury reported however we decided to report the issue in abundance of caution as any part falling during procedure or into sterile field may lead to contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturer. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of surgical lights. As it was stated, seal was missing. There was no injury reported however we decided to report the issue in abundance of caution as any part falling during procedure or into sterile field may lead to contamination.

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).